Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds and the patient had been experiencing phrenic nerve stimulation. The lead was programmed off and was subsequently capped with no replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.